Manufacturer narrative:
The calibration and qc recovery data provided was acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. The alarm trace showed showed 16 sample quality related alarms. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t assay results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 250 pg/ml. The customer questioned the result as it did not match the patient's clinical picture and the sample was repeated. The repeat result was 3.53 pg/ml. No questionable results were reported outside of the laboratory.